Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause. Analysis found that logs and archives were reviewed. There is no indication that a software anomaly contributed to the reported registration difficulty. Software appears to be working as designed. The archives show multiple failed attempts at registering the t1 exam. In the export, the model is not optimal. During in-house investigation, after adjusting the model and re-sending the same patterns, some of the patterns converge much more nicely, including one with a 1.5 metric and nice wide pattern convergence. Beyond this, many of the patterns were lacking in breadth and shape. Some focus too much on tracing the bridge of the nose repeatedly, some only trace the wide curvature of the skull. For best results, the site should be encompassing both regions and not over-emphasizing (tracing over and over) any particular part. Furthermore, there are touch points added to most traces, which is good, but it does not appear that they were used much and the touch points were also almost always symmetric, which is not ideal. Overall, it appears to just be sub-optimal technique. Throughout all of the patterns together, it appears they know what to do, they just never did all the right things at the same time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system, the reported issue could not be reproduced or replicated at that time. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, it was noted that exams could not merge and that an imprecision was observed. They were able to get a 2.1 passing registration, all other attempts were around 4.0. They did get green zones of accuracy. Only used one instrument. Surgeon performed 4 registrations with a 4 or 5 metric on a t1 mr. Twice they were able to get around 1.2 and 1.4. They 1.4 registration had yellow encompassing the whole head and green covering the front of the head. When they went to verify the registration it seemed accurate on the front of the head but as he swept the probe across the back of the head the pointer appeared within the skull, clearly inaccurate. They then performed an o-arm registration and it did not merge correctly to the t1. He manually merged the two and then performed an auto-merge but the surgeon was not satisfied. He then got a cta from CT, registered off that, and again did not feel the merge was accurate. From here he aborted navigation and used a different system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.